Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this pulmonary transcatheter bioprosthetic valve, a second valve was im planted valve-in-valve on the same day for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received that the second valve was implanted due to tear in a non-medtronic conduit that was not fully covered by the first valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: event occurred on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.